Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with photographs received. Review of the photographs reveals cracked plastic of the implant cage in question near where the anchoring plate inserts into the cage. Functional test cannot be performed because the part was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information in h6: component and investigation type codes. Device evaluation: visual inspection of the returned device revealed that the cage was fractured. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the cage was damaged during the procedure and had to be removed. It was replaced with an alternate cage to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cage was damaged during the procedure and had to be removed. It was replaced with an alternate cage to complete the case. There were no reported patient impacts or surgical delays.